Event description:
A patient reported experiencing inaccurate high results with a otp meter. The patient's blood glucose results were 142 mg/dl (meter), 112 mg/dl (lab). Tests were done within 21-30 minutes with a difference of 42 mg/dl. Patient did not experience any adverse events. No further information has been reported.